Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional regarding a patient receiving intrathecal baclofen via an implanted infusion pump. The hcp was in the middle of a dye study and aspirated 1cc of clear fluid and injected 3-4 cc of contrast. There was nothing around the pump pocket site. The hcp could see the catheter connection but the rest of the catheter wasn't visible. He could see the connector easily and at l1 saw the faint outline of the "tube". At that level, there was a significant "s-shaped" curve. The possibility of a kink/occlusion was discussed. It was noted that there was a 'fair' amount of resistance when injecting the omnipaque dye; however, the hcp attributed it to the viscosity of the dye. At the end of the procedure the hcp believed that he could see the catheter more clearly up to the connector site. It was further reported that initially the patient had good therapy and was getting relief and then had a sudden change. Two dose increases had been performed with no effect to the patient. Additional information later indicated that the pump was used to deliver baclofen 2250mcg/ml at a daily dose of 310mcg. The pump was refilled on (B)(6) 2015 and therapy was ongoing. Other medications that the patient was taking at the time of the event included ampyra 10mg oral tablet every 12 hours, aspiring 81mg oral tablet daily, baclofen 20mg oral tablet four times daily, benicar 20mg oral tablet daily, cymbalta 60mg; 2 capsules daily, frova 2.5mg oral tablet daily, hydrocodone-acetominophen 5-325 oral tablet (daily dose not reported), levitra 10mg oral tablet (daily dose not reported), lipitor 40mg oral tablet daily at bedtime, lorazepam 1mg oral tablet three times daily as needed, nitrostat 0.4mg sublingual tablet as needed up to three doses, synthroid 150mcg oral tablet daily, testosterone cypionate 200mg/ml intramuscular monthly, tysabri 300mg/15ml intravenous; 300mg every four weeks, and viagra 100mg oral tablet (daily dose not reported). The patient's medical history included multiple sclerosis, ataxic gait, spastic hemiplegia and hypothyroidism. There were no known drug allergies. The patient first started to experience a lack of therapeutic effect on (B)(6) 2015. The dye study did not show any obvious tears/breaks from/on the catheter. The pump was reprogrammed to deliver multiple daily boluses in an attempt to clear any possible kinks. No clear cause for the symptoms was determined and the symptoms have not been resolved. Additional information was received from a healthcare provider (hcp) and consumer via a company representative (rep) indicated the event occurred on approximately (B)(6) 2015. The patient noticed diminished baclofen efficacy. The issue was identified by increased spasticity reported by the patient. The nurse reported a dye study was done at the time of the visit last week. The catheter was aspirated and contrast injection was under extreme pressure. The patient was placed on flex dosing and reported improved drug effect until (B)(6) 2015 at which time the hcp was called due to underlying spasticity much increased. The issue was not resolved at the time of this report and the patient's status was "alive- no injury". The patient was seen by the provider on (B)(6) 2015 and the flex dosing was changed. A referral was made to neurosurgery for a catheter revision and the patient had supplemental oral baclofen. Surgical intervention had not occurred but was planned (not scheduled). Additional information was received from a health care provider (hcp). The hcp clarified that there was only one dye study reported in the office's notes on (B)(6) 2015, and they were not aware that any were done that were not logged in the notes.

Manufacturer narrative:
(B)(4).